Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with their implantable cardioverter defibrillator failing to interrogate via radio frequency. No intervention was performed and patient will continue to be monitored. Patient was stable and had no reported symptoms as a result of the event.